Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va04wp5, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. The patient had no stimulation sensation. It was noted that the problems with the therapy started a few days prior to the report. It was noted that the patient stopped feeling ¿tingling¿ a few days prior to the report and their symptoms returned. The patient was now urinating too often. It was noted that the patient tried to increase their stimulation, but was not able to. The patient was in program 3 at 4.6. The patient was able to raise stimulation with the programmer, but they could not feel the stimulation. The patient was able to raise it up to 7.0v and still was not feeling stimulation. It was noted that the stimulation was on. The patient tried switching from program 3 to program 2 at 5.0v and did not feel stimulation. The patient also tried program 1 and program 4 and felt no stimulation. It was noted that the patient used to feel stimulation at a lower amplitude. The patient bumped their side a day prior to the report, but noted that it was not serious. It was further reported that the patient was still having concerns with their device or therapy, but was working with a manufacturer representative and their doctor on (B)(6) 2014.